Event description:
It was reported from (B)(6) that during a plating -cistal femur surgical procedure, it was discovered that the quick coupling device fell apart. According to the reporter, the procedure was continued by hand. There was a five minute delay to the planned surgical procedure. A spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.